Event description:
During the device evaluation for a gmp complaint, it was observed there was a leak in the shaft of the device. The device was not used therefore no injuries are related to this event. The device analysis was completed 5/28/97.